Manufacturer narrative:
The subject device was returned to olympus for investigation but the phenomenon was not reproduced so far. Olympus will perform further investigation to determine the cause of this phenomenon. Olympus also checked the manufacturing history of the subject device, there was no irregularity found. The issue is under investigation, so olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the subject uhi-4 was turned off suddenly during laparoscopic ileocecal resection. The facility completed the procedure to replace the subject device to another device. There was no report of patient injury in this event.

Manufacturer narrative:
Olympus performed further investigation for the subject device, but the phenomenon was not reproduced. Olympus also checked whether the device recorded some error logs, but there was no error log in the device. Olympus could not determine the cause of this phenomenon because the phenomenon was not reproduced. It was considered that this phenomenon could likely be caused depending on power supply environment in the facility. The instruction manual of this device already mentions cautions for the device handling about the power supply environment. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.